Event description:
It was reported that when changing the instrument during the surgical procedure, the instrument advanced into the patient without being guided. The planned surgical procedure was completed and no patient harm or injury was reported.

Manufacturer narrative:
Investigation was conducted by field service engineering. Testing was performed on the system and the customer reported complaint could not be replicated. The patient side manipulator (psm) was replaced as a precaution. The psm was returned to isi for failure analysis investigation. Engineering was also unable to replicate the customer reported complaint and found no issues with the psm. Engineering believes that the issue experienced by the customer may have been a normal operation of the guided tool change, a feature of the system that allows the instrument to return to the exact position it was before, after an instrument exchange, however, no definitive conclusion can be drawn. As of april 5, 2007, there have been no reported recurrences of the issue at this hospital.